Event description:
It was reported the pt had catheter tip repositioning from t2 to t9 for better pain control. Following surgery, the pt reported the pain was a 2/10 and prior to surgery, it had been 6-8/10. The drugs in the pump were hydromorphone and bupivacaine.